Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer stated that the alarm occurred during a bolus. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer is also replacing the infusion set. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.